Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not able to hear with the device. Re-implantation is planned for (B)(6) 2018. According to additional information received the user was able to use the device for years with good benefit. There were no intermittencies, the device just stopped working suddenly. Blurred noise was heard when moving the head in a certain position.

Event description:
The user is not able to hear with the device. Blurred noise was heard when moving the head in a certain position. The device has been explanted.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire possibly due to chronic implant movement which has led to device failure over time. As per received information, the device stopped working suddenly and the recipient experienced intermittent access to sound described as _blurred noises_ with the device when moving the head. Further, no trauma or impact to the device neither surgical misplacement of the device was reported. The problems given in the patient report seem to be congruent with the damage found. This is a final report.